Manufacturer narrative:
The impella 5.0 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year-old male patient had impella 5.0 pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). The patient was implanted on (B)(6) 2020 explanted on (B)(6) 2020. It was reported the patient developed hemolysis during impella support. As a result, the patient received blood product, amount was not provided. No further information was provided.